Manufacturer narrative:
The approximate age of device: 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital for a low hemoglobin and hematocrit (h&h) of 6.9 g/dl and 24.9 g/dl. Dark stools were observed. Patient was transfused with 1 unit packed red blood cells (prbcs). H&h rose to 7.7 g/dl and 26.6 g/dl. Esophagogastroduodenoscopy (egd) on (B)(6) 2019 was negative for bleeding. Patient had no further issues. H&h was 8.4 and 29 on (B)(6) 2019 and patient was discharged to home. Patient was instructed to start taking fish oils daily. No additional information was provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.